Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right ventricular (rv) lead had an impedance spike and impedance values were high. It was also reported that the rv lead had high and rising thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.